Event description:
This is 3 of 3 reports for the same event, complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in peru as follows: patient was implanted with click-x pedicle screw and rod construct on an unknown day in (B)(6) of 2011. In (B)(6) of 2012 it was discovered that a screw had broken. Patient is scheduled for revision surgery in (B)(6) of 2013. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date is unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Investigation coordinated by synthes (B)(4). Report received indicates the performed investigation could not detect any material faults. The present pedicle screw was fatigued by cyclic overloading. The overloading caused the screw to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. The fatigue crack initiated at the zone of the highest flexural strain and propagated through the screw thickness gradually diminishing the load bearing area until a final fracture occurred. Because of the excessive damage of the fracture surface, the starting point of the crack could not be determined as well as the final fracture area. The present investigation could not work out a root cause due to the lack of further information and the damage on the fracture surface. The manufacturing documents were reviewed and no complaint related issues were found. Reportedly the patient was implanted with hardware on an unknown date in (B)(6) 2012. Reportedly the explant date was on an unknown date in (B)(6) 2013.

Manufacturer narrative:
Device was explanted prior to (B)(6) 2013.

Event description:
This is report 3 of 3 for (B)(4).